Event description:
Device issue: difficulty with removing filter. Time of device issue: during the procedure. Adverse event: required use of second retrieval catheter. It was reported that during the procedure, after an xact stent was successfully implanted in the left internal carotid artery, there was difficulty removing the emboshield filter. The retrieval catheter (rc) was successfully positioned; however, the device became "mated" with the stent. A second rc was used to successfully retrieve the filter. There was no adverse pt effect. Though requested no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The lot number was provided. A follow up report will be submitted with all relevant info.